Event description:
The nurse reported a corneal burn occurred. The facility biomedical technician stated they had a handpiece problem. Multiple attempts were made for more info on the event and pt status with no response to date.

Manufacturer narrative:
The company service representative examined and tested the system, including the handpiece, and found they met all product specifications. A review of complaints for the last 24 months did not indicate any additional reports for this system, nor did it indicate adverse trends for the reported event. There were no samples returned for evaluation, no questionnaire returned for review, and the company service representative was unable to replicate or confirm any nonconformity in the field. For this reason, the root cause is therefore unk at this time. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, nov 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer.